Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set leakage events on (B)(6) 2026. The patient reported infusion set tubing was leaking at the site. The infusion set was in use for one hour. The patient replaced infusion sets and resumed insulin successfully. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 5. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.